Event description:
Patient on intra-aortic balloon pump and requiring pharmacologic support. At 0522 all bedside and central monitors went blank. Portable monitor obtained while operator paged engineering and supervisor. Pages retured with situation explained. Dr. At bedside prior to event and thought patient's condition continued to deteriorate. While changing patient over to portable monitor system to allow for iabp pumping, patient coded and expired at 0539. Two doctors at bedside. Monitors blank for 5 minutes and returned to previous settings at 0527.